Manufacturer narrative:
Additional information was requested; however, not made available as of the date of this report. This report is submitted on october 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017. There are currently no plans to reimplant the patient, as of the date of this report.